Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduce the system error 322 caused by a failed lower link switch (tear in the lower auxiliary flex). The lower auxiliary assembly (containing the failed lower link switch) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.